Event description:
Device issue: none. Adverse event (ae): hypotension, bradycardia, mi and death. Time of ae: during and post procedure. It was reported that on 07/09/2010, diagnostic angiography revealed mild, nonobstructive restenosis within the 2.5 x 18 mm xience v stent that was implanted in the proximal circumflex artery on (B)(6)2008. The stent was patent and no treatment was done. Also found was aggressive in-stent restenosis (stent unk) in the ostial/proximal rca. Treatment for this lesion was planned for a later time. A high grade lesion was seen in the left anterior descending artery (lad) and a non-abbott stent was implanted in the lad on (B)(6)2010. On (B)(6)2010, an xact stent was implanted in the left internal carotid artery. During the carotid procedure, the patient had mild hypotension and bradycardia responsive to atropine and neosynephrine. The patient was discharged to home on (B)(6)2010. At the time of discharge hypotension persisted and 2 concomitant antihypertensive meds were held. On (B)(6)2010, the patient was hospitalized with st elevation mi treated with tpa. The patient developed symptomatic bradycardia and decompensated into cardiac arrest and vomited brown emesis. Acls was performed for 60 minutes, including intubation, pacemaker insertion, and blood transfusions for cardiogenic and hemorrhagic shock. CPR was discontinued and the patient expired, on (B)(6)2010. Though requested no additional information was provide.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 408 mg/dl and 173 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.